Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. We were unable to perform functional testing's due to cracked lcd glass. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer fell off the bike and he pump got damaged, whole screen is black, unreadable and there are some scratches on the pump casing. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.